Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) failed during functional testing due to the displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The root cause was a failure of the temperature sensor. The autopulse platform failed the initial functional testing due to the displayed ua41. The temperature sensor was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) failed during functional testing due to the displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.